Manufacturer narrative:
No patient demographics provided. . Service was dispatched. Beckman coulter field service engineer (fse) replaced degasser assembly to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
On (B)(6) 2017 the following information was communicated to beckman coulter: customer reports multiple chemistries with erroneous results for thirty-nine (39) patient sample generated by their au5800 analyzer. The erroneous result were reported out of the laboratory but later amended. Customer repeated samples on same analyzer after service with results considered correct. There was no medical intervention or change / adjustment to patient treatment associated with this event.